Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 404 mg/dl. Troubleshooting revealed that the customer attempted to deliver a bolus but then the insulin pump was suspended. Nothing further was reported.